Event description:
It was reported that the customer's insulin pump experienced a rapid battery charge drop of 50% on several occasions over four to five weeks, leading to an unexpected shutdown. As a result, the customer's blood glucose level exceeded the normal range, displaying as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and required no third-party assistance. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.